Event description:
Complainant alleged that the emrgency room staff were monitoring a pt (age and gender unk) with the device while they were in the process of transporting the pt to another location. They allege that the device suddenly shut off while it was in the monitoring mode. The staff was able obtain another device to continue to monitor the pt. There was no adverse effect on the pt as a result of the alleged malfunction.